Manufacturer narrative:
Investigation summary: bd received two photos for investigation. After review and analysis, no stopper popoff is observed within the photos. A total of 29 retained samples were sent for appropriate testing. These samples underwent functional testing with none resulting in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop-off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are popping off during transport and spilling. These tubes are being used for aliquots and the caps are not staying on after being reapplied. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of caps are popping off during transport and spilling. These tubes are being used for aliquots and the caps are not staying on after being reapplied. There was no health impact or consequences reported.